Event description:
Using the esc key to halt dose calculations may cause partially calculated slices. Under typical treatment setups the problem result in dose calculation differences which are small (in the range of 0-5%) or will be readily apparent during normal plan review. (Versions affected: v2.1).